Manufacturer narrative:
Date rec¿d by MFR : 29may2019, date of report : 22jul2019. The manufacturer's remote service technician performed troubleshooting with the customer. The technician advised the customer to reset the patient parameters and alarm thresholds. The unit performed for 3 days without any issues and was returned to service. No parts were returned to failure investigation; therefore, the root cause of the reported issue could not be determined. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 06may2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
It was reported by the customer that the unit declared a battery failed alarm as well as multiple (unknown) high and low priority alarms related to the patient. The device was in use at the time of the event; however, there was no patient harm.